Manufacturer narrative:
Product complaint #: (B)(4). Photo investigation summary: after visual inspection of the received image, it was observed that the fixing tab was broken on one side, with a stratafix suture code sxpp1a406. No conclusion could be reached on the cause of the reported complaint. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device and determined that one open sample of product code sxpp1a406 was received. During visual inspection of the returned sample, marks were observed on the body needle and body fluids were noted along the strand. In addition, the fixation tab was not observed due to the end of the suture was cut by a surgical instrument. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The fixation feature had been missing in the newly dispensed suture when it was opened. Changed another one to complete the surgery. No adverse patient consequences were reported.